Manufacturer narrative:
Evaluation reulst: an evaluation was performed by reviewing for similar complaints, and the review of complaint text, trending data, labeling, device history records and scientific literature. Return testing was not completed as returns were not available. In-house testing for reagent lot 16263fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot which supported that the lot is performing acceptably. The device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30.

Event description:
The customer reported a false positive architect sars-cov-igg assay result for a (B)(6) female patent. Customer provided: sid (B)(6): on (B)(6) 2020 initial = 4.8 s/c; sid (B)(6): on (B)(6)2020 initial = 1.23 s/c; (cut off: < 1.4 s/c negative); on (B)(6) 2020 sid (B)(6) per pcr positive (rna detection) (CT cycle threshold 36.7; if CT > 40 result is negative). No impact to patient management was reported.